Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and additional information regarding legal manufacturer's final investigation results. The device was returned and customer allegation was confirmed. The angle wire was detached, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the angulation cable of the colonovideoscope snapped. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed with the device with no delay. There were no reports of patient harm or injury.